Event description:
It was reported that the light on the unit was shutting off.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the display activated, the correct software loaded, and standby mode became active. The bulb ignited as specified. The power-up sequence was repeated several times. No issues were noted. Functional testing was performed on the product and included the following: standby/run mode cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; bulb access door cycling; front panel. The standby/run mode cycling test failed intermittently. The variability of light intensity test failed due to the intensity not adjusting correctly. The front panel functionality test failed. All other test were successful. The control circuit board test points were checked and functioned on an intermittent basis. The root causes of the reported failure were traced to the following: the control circuit board was defective; the cable was slightly loose. Further investigation revealed that the integrating rod was chipped. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.